Manufacturer narrative:
Changed primary UDI from (B)(4). D4 - lot added lot #ph1k08222311. D4 - expiration date- added 2/22/2025. H4 - device mfg date added 8/22/2023.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod. In addition the pod failed to adhere and reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, the patient administered manual insulin injections and applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.